Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that the battery compartment was cracked and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked on the side from the threads to the cover. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No pump reboot events were observed during the duration test. There was no evidence of internal moisture. Unrelated to the initial alligation, the display screen was discolored. The audio bolus button was torn but still responsive.